Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a rechargeable implantable neurostimulator (ins) and was having difficulties recharging it with the wireless recharger (wr). It was continuously looking for the ins without a connection. When the wr was connected to the recharger application the code 1402 and 1713 was seen, which would either indicate the ins is overdischarged or telemetry needed to be recovered. A physician recharger mode (prm) was performed but the ins was not overdischarged. The ins could still not be connected after the prm and wasn't possible with two different wr's. They also tried recharging the ins in different positions but it still couldn't connect. Additionally the patient seemed to have an infection around the ins location and it was advised to check the position and orientation of the ins in the body to see if it tilted or flipped. X-rays were performed and it appeared that the ins was tilted a little bit. If troubleshooting did not work the system could be revised to correct the ins positioning.